Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted x-ray images confirmed a small kink on the external portion of the driveline; however, the images were inconclusive for any areas of potential wire compromise. Additionally, review of the submitted log file showed the pump operating as intended. The account communicated that there was concern that there was a bend / twist near the bend relief of the driveline, but there were no tears in the driveline. The patient was originally sent home with an ungrounded patient cable; however, abbott technical services communicated that an ungrounded patient cable was not recommended due to the patient not having any low speed or pump off events. It was also reported that the patient was having intermittent replace backup battery alarms while supported by the power module (investigated under: (B)(4). Review of the submitted x-ray images appeared to show evidence of metal shield breakdown and a small kink on the external portion of the driveline. There also appeared to be kinks to the internal portion of the driveline; however, these images were inconclusive for any areas of potential wire compromise. The submitted log file contains data from 01may2019 at 15:33 through 03may2019 at 09:00. Low voltages were observed for the majority of the file (investigated under: (B)(6); however, the pump speed remained above the low speed limit for the duration of the file. No low speed advisory, low speed hazard, or driveline fault alarms were captured for the duration of the file. Frequent pi events were captured; however, no notable trends in pump parameters were observed. The pump appeared to be operating as intended. It was later reported that the patient remained asymptomatic and was not admitted. There were no pump stops and the patient was stable at home. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The hmii lvas IFU also explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years and 8 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient has been having intermittent alarms while on power module ¿replace back up battery¿. The 11v still has a good year on it. There are no tears in the driveline but concern that there is a bend/twist near the bend relief. The patient is obese with a very short driveline. The patient is on an ungrounded cable for now however no ground cable will mask any short to shield and down the road should there be wire damage and progress into a phase to phase short then this poses a more serious matter of the pump potentially shutting off indefinitely. The x ray image provided show some shield disruption and a slight kink. The patient is asymptomatic and was not admitted. Additional information reported that additional xray images of the internal portion of the driveline shows several twists internally. The patient continues to have alarms therefore the patient remained on batteries. The patient cable was replaced but will not be returned and the patient instructed to call if alarms continue while on the new cable. The patient is at home and stable. No additional information provided.